Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on april 17, 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014 by (B)(6), m.d., at (B)(6) hospital in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2018 by (B)(6), m.d., at (B)(6) general hospital in (B)(6); the filter was retrieved. The complaint alleges tilt, migration and perforation. The complaint specifically alleges ¿perforated aorta.¿ argon¿s attorneys are attempting to gather additional information.